Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon took blue cartridge 30mm and it was not closed by the staples. The nurse told me that the issue was very thick. They took cartridge 45 purple and then it was closed. No unanticipated tissue loss. No unanticipated extension of the incision by more than one inch. No unanticipated blood loss of 500cc or more. Surgical time was not delayed by more than 30 minutes due to the product problem. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).